Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a wedge/segmental resection, the device could not fire. A new device was used to complete the case. There was no patient injury.